Event description:
It was reported that a cartridge alarm 20 occurred on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed that a replacement pump with updated software would be sent to the customer. Instructions for storing the malfunctioning pump and receiving the new one were provided, and the customer understood and acknowledged these directives. The customer was instructed to return the problematic pump within 10 days using the provided return box and pre-paid label.